Event description:
Catheter was trimmed to 23cm and successfully inserted in right basilica vein. Two weeks later when trying to flush the white luer a little resistance was met. Upon further investigation the dressing site was completely wet from flushing attempts. The decision was made by a fellow to cap off the white luer and attempt to use the red luer. Eventually the same effect occurred on the red luer. The line was removed and upon inspection of the line it seemed to be leaking where the luers and the tubing connect.

Manufacturer narrative:
One 2.6f vascu-PICC was returned for evaluation. The lumen was trimmed at the 23cm mark. No visual damage to the catheter was noted. A functional evaluation determined both extensions leak at the luer junction when the device is flushed. The device was forwarded to the contract manufacturer for evaluation and investigation. Inspection of the device showed that there appears to be a tear of the extension just above the distal end of the luer and the extension also appears to have a narrowing, usually exhibited due to stretching. Each extension exhibits a tear approximately 2mm above the distal end of the luer. Based on the investigation of the manufacture process and the returned device, we are not able to determine a possible root cause for this issue.